Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail 270¿m single use laser fiber was used during a laser lithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was an auriga xl console with laser settings of 15 hz and 1.500 mw. According to the complainant, during the procedure, after fifteen minutes of use there was a crack and the aiming beam disappeared. Aiming beam was noticed to be exiting near the fiber connector and was broken there. The procedure was completed with another lighttrail 270¿m single use laser fiber. There were no adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on october 18, 2018 that a light trail 270 m single use laser fiber was used during a laser lithotripsy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was an auriga xl console with laser settings of 15 hz and 1.500 mw. According to the complainant, during the procedure, after fifteen minutes of use there was a crack and the aiming beam disappeared. Aiming beam was noticed to be exiting near the fiber connector and was broken there. The procedure was completed with another light trail 270 m single use laser fiber. There were no adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Block h10: investigation results: a lighttrail single use laser fiber was returned broken into two pieces. The first piece measured approximately 34.6 cm from the top of the connector to the break. The second piece measured approximately 305.8 cm from the break to the distal tip. The distal tip was noted as damaged, likely as a result of handling. Examination under magnification revealed that the fiber tip was cracked but fully intact. Review and analysis of all available information indicated that the damage to the device is likely a result of handling. Therefore the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and no deviations were found.